Manufacturer narrative:
(B)(4). Batch #: 489a89. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position and the shrouds were noted partially open from the dial indicator to nozzle proximal and with an ecr60b partially fired 1/16 reload loaded on the device. In addition, a tyvek was received along with the device. During the functional test, at the moment to attempt to open the jaws. They could not be opened completely. The device was disassembled to verify the condition of internal components and the frame was noted to be broken does not allow open the jaws completely. Due to the condition of the returned device no functional test could be performed. The damage on the frame, it is possible that outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame and shrouds. The condition of reload is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic appendectomy when the doctor used the ec60a echelon endoscopic linear cutter through a trocar, device's jaws couldn't open. Doctor opened them manually in order to remove echelon from trocar. No patient consequences reported. No further information is available.